Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had eroded through his skin. As such, the patient underwent surgical intervention on (B)(6) 2016, where the same ipg was relocated. In addition, it was reported 2 model 3386 extensions were tunneled from the original pocket to the new pocket site, connecting the lead to the ipg. Reportedly, the patient's therapy resumed postoperative.

Event description:
Follow-up information revealed the reported issue is now resolved.